Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced bradycardia and presented to the clinic. The left ventricular lead was found to be dislodged. The lead was repositioned. The patient did not experienced additional complications and was discharged.